Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). The physician predilated with a 12 mm maverick balloon. During the procedure the 3.00 x 32 mm tasux express2 drug eluting stent would not cross the lesion. As the physician was pushing back and forth, the tip of the stent crushed down, from 32 mm to about 12 mm. The physician removed this device and completed with poba only. No pt complications were reported. The pt is satisfactory.